Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2014 with the following findings: no evidence of occlusion in the black box or history. Black box and history were over written due to continued use. No occlusion alarms during investigation. Force sensor calibration reading was low. Opened pump and removed from case. Corrosion on force sensor plate, force sensor flex cable and force sensor flex connector. Force sensor resistance reading was high at 12.5k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.